Event description:
The user facility reported that they experienced uv lamp alarms on the system 1e processor which caused processor cycles to abort; patient procedures were delayed on a number of occasions due to unavailability of the instruments.

Manufacturer narrative:
Investigation of this report identified that the user facility's incoming water did not meet the water quality specifications required for proper operation of the system 1 e processor. Analysis of a water sample from the customer site determined that the hot water tank may have contributed to the water quality issue. A second water analysis is being performed in order to provide the facility with recommended actions to achieve water quality specifications for the system 1e processor.